Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege bard eclipse filter was deployed at the level of the lowest renal veins, which was at the l1-l2 level location for a patient with deep venous thrombosis. After two days of post filter deployment, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was present in the infra renal inferior vena cava. After three months, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast demonstrated that an infra renal inferior vena cava filter in place. After two years and one month, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that both infra renal and suprarenal inferior vena cava filters were present. After two months, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast demonstrated that 2 inferior vena cava filters were again noted, the higher one was seen with its apex in the intrahepatic portion of the inferior vena cava above the level of the renal veins, while the lower one had its apex just below the level of the renal veins. This was unchanged compared to the last exam. The delayed images showed relative diminished attenuation within the iliac veins and in the inferior vena cava, that suggested thrombus to the level of the inferior vena cava filters. After eleven days, the patient presented with crohn¿s abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed stable suprarenal and infra renal inferior vena cava filters. Hypodense clot was noted inferior to the most caudal one. A filter strut was noticed into the renal vein. After five days, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast demonstrated that 2 inferior vena cava filters were again identified. The first was situated with its tip at the level of the renal vascular pedicles. The second was situated with its tip in the intrahepatic portion of the inferior vena cava. On delayed images, there was evidence of thrombus in the right and left common iliac veins and inferior vena cava distal to the level of the filter in the intrahepatic portion of the inferior vena cava. After seven months, the patient presented with abdominal pain. On the same day, multiple axial images using computed tomography (CT) abdomen and pelvis without intravenous contrast demonstrated that 2 inferior vena cava filters were seen, 1 below the level of the renal veins and 1 above the level of the renal veins. The filters had a similar appearance, compared to the prior study. After four months, the patient presented with right lower quadrant pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed suprarenal and infra renal inferior vena cava filters. After one month, the patient presented with right lower quadrant pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed suprarenal and infra renal inferior vena cava filters. Therefore, the investigation is confirmed for the alleged filter migration. However, the investigation is inconclusive for the alleged filter tilt, occlusion of the inferior vena cava filter and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated extending into the aorta, renal vein and bowel and filter tilted caused occlusion, stenosis and hypodense clotting of the inferior vena cava .the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.